Event description:
It was reported via clinical trial that a patient experienced severe restenosis of the non-target lesion due to a new stenosis distal to the Wrapsody stent, requiring surgical and percutaenous intervention. The event was considered resolved, not related to procedure or target lesion, and possible related to device.

Manufacturer narrative:
The investigation is ongoing. If additional reportable information becomes available, it will be submitted in a supplemental report.